Event description:
Falsely elevated advia centaur xp vitamin b12 results were obtained on a patient sample and were considered discordant when compared to an alternate test method result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp vitamin b12 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp vitamin b12 test results is unknown. Quality controls were within acceptable limits. A siemens field service engineer (fse) visited the customer site and found no issues that would have contributed to the discordant result. No conclusion can be drawn. The instrument is performing within specifications.